Event description:
Device 2 of 2. Reference MFR. Report 1627487-2012-13227. Both leads are being reported, since it is unk which lead is related to this event. It was reported the pt had lost stimulation coverage in his arms. He reported he was feeling unwanted stimulation in his jaw, face, and on top of his head. F/u stated his physician has ordered x-rays. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.